Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156040.

Event description:
It was reported that the lead was part of a system revision due to infection. The lead was explanted. There were no patient consequences.